Event description:
The reporter stated that the surgeon was advancing a three pieces silicone lens model aq2010v in the cartridge prior to insertion and noticed one haptic was bent in the cartridge, so he opted not to use it. No patient contact or injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is inside the cartridge and no visible damage to the cartridge. There is clear surgical residue on the cartridge. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. Is should be noted that the injector was not returned for evaluation.